Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to have a lead implanted. After several unsuccessful attempts to place the lead it was decided to not use that lead but, rather, another lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.